Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k140891. This report is number 1 of 2 mdrs filed for the same patient (reference 9610576-2017-00008 / 00009).

Event description:
Patient has alleged an allergy to the cannulated trauma screws implanted during a foot osteotomy.